Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 2.5mmx220mmx150cm coyote balloon catheter was advanced for dilatation, however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood and contrast in the lumen and the balloon. Microscopic investigation found a pinhole in the balloon material 84mm from the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 2.5mmx220mmx150cm coyote¿ balloon catheter was advanced for dilatation, however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.